Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left main coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion after full pre-dilatation. The device was removed from the patient's body and it was noticed that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left main coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion after full pre-dilatation. The device was removed from the patient's body and it was noticed that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage in the proximal region. Proximal stent struts were found to be lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.